Manufacturer narrative:
The returned sensor was analyzed. The sensor passed visual inspection, however was unable to pass functional testing due to a failed continuity test. The sensor was found to have broken solder joints on the green and white conductors. When the returned sensor was connected to a masimo device, the device displayed "sensor off patient" and was unable to engage in monitoring.

Event description:
The customer reported the sensor is working intermittently. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the sensor is working intermittently. No patient impact or consequences were reported.